Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin correctly, resulting in elevated blood glucose (bg) levels. The customer's bg ranged from 343 to 350 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. The customer was instructed to consult with the healthcare provider regarding bg level. A replacement pump was sent to the customer to resolve the issue.